Event description:
It was reported that the lens was found to be chipped at the user facility. The event was not associated with the surgical procedure, patient involvement, medical intervention, or adverse consequences.

Manufacturer narrative:
The reported event that the lens was cracked was confirmed through the visual inspection. Any physical impact to the pointer, especially with a mallet or similar tool will cause product damage and scratching or damaging leds in any way can cause or contribute to malfunction.

Event description:
It was reported that the lens was found to be chipped at the user facility. The event was not associated with the surgical procedure, patient involvement, medical intervention, or adverse consequences.